Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the built-in self-test (bist) failure and could not be powered on. Third party fse perform trouble shooting and upon functional testing third party fse found software compatibility related issue in geo pc and flex pc. The issues were resolved by third party fse and no work performed by philips. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the allura system had a built-in self test (bist) failure and could not be powered on. There was no report of harm. Philips has started an investigation of this complaint.